Manufacturer narrative:
D10: 300-30-06 - equinoxe preserve stem 6mm b199918. 320-15-05 - eq rev locking screw b568919. 320-31-36 - glenosphere, 36mm b620390. 320-35-02 - small superior augment glenoid plate b632353. 322-10-00 - humeral adapter tray, +0 b499264. 322-36-00 - 145-deg pe 36mm hum liner +0 b593078. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study, that a female patient, who had a tsa, was using a pulley system for rom and felt pain in the scapular spine region. It was indicated a scapular spine fracture (type 2) occurred. Action taken was rest and use a sling. The study indicated the event was unlikely related to the device and was definitely related to the procedure. The outcome is continuing. No further information.